Event description:
It was reported that the system 9800 would not hold the collimator position or camera rotation position following preview. This occurred at the start of a procedure. It was reported that the patient subsequently expired but the risk manager of the hospital stated that this was in no way due to the system 9800 malfunction. No patient information was offered although several attempts were made to obtain such. It was also reported that the handle of the monitor cart was broken creating a minor inconvenience.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The camera/collimator was not holding calibration data. The camera rotation gear was found to be broken. The camera was replaced and the system was calibrated. The handle was placed on order and will be replaced. The system was tested and found to be working as intended and placed back into service.